Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08692). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient was seen for follow-up after receiving a vibratory alert. Device interrogation revealed eri. In (B)(6) 2013, the device reported a longevity of 7.2 years. Premature battery depletion was suspected. The patient was not pacemaker dependent. Device replacement will be scheduled. The device was explanted and replaced. The patient tolerated the explant procedure well. The device was replaced without complication.